Event description:
The ge oec 9900 fluoroscopy system intermittently halted during boot sequence. Also l-arm locks not functional.

Manufacturer narrative:
A ge oec service rep investigated the issue and reformatted the cine drive to allow proper playback. The system was tested, found to operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.